Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that high impedance issue was observed on both of the leads. Patient had discomfort at the anchor site. Patient also had discomfort at the ipg site reported in manufacturer report number 1627487-2019-07969. Both leads were explanted, and new leads were implanted to resolve the issue. New slimmer anchors were implanted as well to resolve the discomfort issue at the anchor site. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-07971.related manufacturer report number 1627487-2019-07973.related manufacturer report number 1627487-2019-07974.